Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was at the customer site. The cse identified the source of the smoke was coming from the instrument's power supply. The cse replaced the power supply and quality control was acceptable. The components in the power supply are flammability rated and will not catch fire when they fail. The cause of the failed power supply is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer observed smoke being emitted from an advia centaur xp instrument. A siemens customer service engineer (cse) was onsite at the time of the event, and immediately turned off the power to the instrument. Laboratory personnel were directed by the laboratory manager to evacuate the area using an internal fire alarm code (777). There are no reports that treatment was prescribed or adverse health consequences due to the due to the smoke emitted from the advia centaur xp instrument.